Event description:
Clinical Narrative:An Impella CP was inserted via the right femoral artery in a 65-year-old female patient with known coronary artery disease presenting with acute myocardial infarction complicated by cardiogenic shock. The patient's clinical state prior to initiation of support was SCAI Stage D shock. The patient was receiving inotropic support, vasopressor therapy, and respiratory support prior to Impella insertion.During insertion of the Impella CP through the peel-away sheath, copious pulsatile arterial bleeding was observed through the hemostatic valve. Abiomed support was contacted and provided telephone support while en route to the hospital. Multiple attempts were made by the interventional cardiologist to reposition the catheter; however, bleeding through the hemostatic valve persisted.Due to the patient's clinical condition and ongoing bleeding through the hemostatic valve, the physician elected to remove the initial Impella CP and implant a new Impella CP using a new device kit. The second Impella CP was inserted without further reported issues. The patient survived to explant of the initial Impella CP device.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report will be submitted to represent the Impella CP.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.